Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated when she was about to connect to the dialysis cycler she experienced a fluid leak from the cassette and slipped on the solution and fractured her leg. The patient stated she was able to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy to complete treatment following the incident and went to the hospital the following day. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated during setup the patient slipped on leaked solution and fractured her leg. Per pdrn it was unknown where the fluid leak occurred. The pdrn stated the patient was taken to the emergency room and was provided with an orthopedic brace for her leg, and was being seen an orthopedist. Per pdrn no prophylactic medications or additional medical intervention was provided as a result of the reported fluid leak on (B)(6) 2017. Per pdrn the patient was able to return home and continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
Conclusion: it appears the patients¿ alleged adverse event of slipping on solution as a result of a fluid leak from the liberty cycler set and subsequent leg fracture is directly related to the cassette leaking which caused solution to accumulate on the floor. The liberty cycler itself did not malfunction however it appears the leaking cassette was the causal event.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to technical support that 4-5 days prior, there was a fluid leak from the cassette (unknown location) when she slipped on the solution resulting in a fractured leg. The patient was not connected to the cycler at the time, but was about to connect when the fall occurred. The patient reset up the liberty cycler with new supplies, completed treatment and waited until the following morning to go to the hospital. During a follow up phone call on (B)(6) 2017 with the patient¿s peritoneal dialysis (pd) nurse, it was reported that the patient was taken to the emergency room (ER) (unknown transport) on (B)(6) 2017 and was provided with an orthopedic brace for her leg with a scheduled follow up to the orthopedist later in the week (unknown date). Hospital course unknown. No prophylactic medication was prescribed in relation to the fluid leak as the patient had not started the treatment and completed with a new set-up. The patient was able to return home and continue pd therapy on the liberty cycler with no additional reported issues. No other information was available at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated when she was about to connect to the dialysis cycler she experienced a fluid leak from the cassette and slipped on the solution and fractured her leg. The patient stated she was able to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy to complete treatment following the incident and went to the hospital the following day. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated during setup the patient slipped on leaked solution and fractured her leg. Per pdrn it was unknown where the fluid leak occurred. The pdrn stated the patient was taken to the emergency room and was provided with an orthopedic brace for her leg, and was being seen an orthopedist. Per pdrn no prophylactic medications or additional medical intervention was provided as a result of the reported fluid leak on (B)(6) 2017. Per pdrn the patient was able to return home and continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available for evaluation.